Event description:
A customer contacted baxter's technical service center regarding a check lines & bags alarm that appeared on the homechoice (hc) display during prime 1. The technical service representative (tsr) advised the home patient (hp) to pull the lines up and down, and then the tip of the heater bag came off of the spike. The tsr explained to the hp to start over again using new supplies. During a follow up phone with the hp regarding the separation, it was revealed that she had yanked the tubing a bit too hard and it came off of the bag port. The hp stated that she had finished therapy that night using manual supplies and resumed therapy on the hc cycler the following night. Per hp, she did not notice issues with the cassette or bag. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for a check lines and bags alarm cannot be confirmed in the lab due to a lack of sample. The lot number is unknown, therefore a batch review was not performed. During troubleshooting, the heater spike disconnected from the supply bag. The root cause of the alarm was not determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error of disconnection in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation of the check lines and bags alarms is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded, and the lot number was unknown. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.